Event description:
It was reported that a patient underwent a sling procedure two years ago. The patient developed mesh erosions after surgery. The surgeon tried to correct the erosions in the office, but they persisted and she had to have the entire sling removed on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).